Event description:
It was reported that a user was unable to pair two consecutive freestyle libre 3 plus sensors with the ilet app, with the app displaying pairing failed and alarm history confirming the failure; after a firmware update, the app stated the device was already paired and that glucose readings would appear when ready. Symptoms included no glucose data available from the cgm. Outcomes included temporary loss of glucose monitoring capability. Investigation included device troubleshooting and user guidance through firmware update and sensor rescans. Investigation of this case revealed that the pairing issue persisted across two sensors until after the firmware update, after which the system indicated an existing pairing and pending data availability. It was concluded that the event involved a connectivity or pairing malfunction between the cgm sensor and the ilet app that was addressed through firmware update and re-scan procedures.